Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that during the implant procedure, the pacemaker was pacing intermittently when connected to the lead. The device was not used, and a new device was implanted. The patient was in stable condition.